Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a check syringe plunger error. The top cover was also damaged. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached in complaint: no patient involvement.h6: event problem and evaluation codes: updated.h3: device evaluated by manufacturer: updated.h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the top case of the device was chipped at the front corner. The bottom case was damaged, and the right plunger case was cracked. Error was found in the device ehl (event history log). The customer stated problem cannot detect syringe plunger was not duplicated. The investigation found that the case was damage due to impact which was traced back to the user. Corrective action was to replace plastic parts of the plunger head as well as the damage top case. The main board and motor assembly were also replaced as motor rate error was found during testing. Based on the fact the reported problem could not be duplicated, the cause could not be determined. No fault found.a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.